Manufacturer narrative:
(B)(6).

Event description:
It was reported that, during a meniscus repair surgery, when the deployment knob of the fast-fix 360 was depressed to deploy t1, the t2 implant fell off from the inserter needle with t1. The implants were removed from the patient without delay and the procedure was successfully completed using a back-up device. No patient injuries or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3,h6: one 72202469 reversed curved ultra fast fix assembly, used in treatment, has been returned for evaluation. The information provided staes: ¿during a meniscus repair surgery, when the deployment knob of the fast fix 360 was depressed to deploy t1, the t2 implant fell off from the inserter needle with t1¿. Visual assessment confirms device complaint. The needle was returned bent. No ts have been returned. The depth limiter was cut to the surgeon¿s desired length. An exact root cause cannot be determined with confidence. The instruction for use states: ¿do not bend the delivery needle. The fast fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of complaints and manufacturing batch records was preformed, no other complaints of this failure was found.